Event description:
Patient was revised to address left hip pain. Update: (B)(4) 2012 - litigation papers received. In addition to previous allegations, it is now alleged that the patient suffers from pain, loosening, and metallosis. All products have been reported. An invoice was located and the correct date of implantation was verified.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update (B)(6) 2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported metallosis and that the cup and stem were thoroughly fixated with no evidence of loosening. There was no new information that would affect the existing MDR investigation. The complaint was updated on:(B)(6) 2017.